Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 800mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity. On an unreported date, the patient experienced increased spasticity. The healthcare professional was unable to aspirate the side port. An x-ray showed a kink (sharp turn) in the pump segment. The healthcare professional opened the pump pocket and removed the pump and unwound the catheter. No catheter segment was removed. The issue resolved and the patient status was alive - no injury. Additional information has been requested but was not available at the time of this report.